Manufacturer narrative:
(B)(4). Date sent: 7/17/2023. Additional information was requested and the following was received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Using the manual release override. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? After trying to reverse the knife with ¿reverse¿ button several times , they had to used the manual override. Did the jaws eventually open? Yes with the manual override. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H1: not reportable.

Manufacturer narrative:
(B)(4); date sent: 6/2/2023; batch # unk; attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot/batch number, x95t10, and no non-conformances were identified. Manufacturing date: 09/09/2022, expiration date: 08/31/2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 2 power echelon failed, one got blocked during colorectal procedure could not be opened the jaw; the second one, after three correct fired cartdriges , the fourth one, stoped , blocking the machine and they could not reverse the knife so the used release manual mechanism. No patient consequences reported. No further information is available.